Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated there was an inappropriate observation for lead noise discriminator. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the device detected noise, which was false; the detection of noise was inappropriate as the rhythm showed ventricular tachycardia (vt). It was also reported the noise discrimination alerts were occurring past the time of the event. The patient was appropriately treated for vt; however, there was a slight delay in therapy. The device remains in use and no patient complications have been reported as a result of this event.